Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by an attorney that the patient was shocked while driving their car. The patient went to the emergency room and was advised that there was a problem with the lead. The patient's lead was capped and replaced. No alleged injuries were received and no further patient complications were reported as a result of this event.